Event description:
It was reported that a user received a color ilet as a replacement for an original ilet and later experienced a workplace incident in which the new pump was pulled off by machinery, after which the user expressed dissatisfaction with available cases and accessories and reported experiencing low blood glucose while using the new pump. Symptoms included hypoglycemia. Outcomes included user discontinuation of pump therapy and return to injections, and the user returned both pumps. Investigation included review of device data, which showed use on the new ilet and no data on the original ilet, along with troubleshooting and education provided to the user regarding device use and return procedures. Investigation of this case revealed that the cause of hypoglycemia and dissatisfaction was unclear, with contributing factors including an external mechanical incident that separated the pump from the user and user concerns about protective accessories; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.